Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated the device is completely off. A possible battery issue. No report of patient involvement.